Manufacturer narrative:
Calibration signals were within expectations for the calibration performed on 20-mar-2023. All quality control results were within specified ranges. Upon review of alarm trace information from 27-mar-2023 to 29-mar-2023, no abnormalities were observed. A picture of the sample showed it was clear , with strands of red blood cells visible in the separation gel. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on cobas 8000 e 602 module serial number (B)(4). The sample initially resulted in a troponin t value of 16.78 ng/l and this value was reported outside of the laboratory. Two subsequent sample collections from the patient had normal troponin t values, so the complained sample was repeated. The sample was repeated and the value was 7.91 ng/l.